Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited loss of capture. The patient experienced dizziness during the loss of capture. The loss of capture was not reproducible in clinic. Programming changes were made. The patient was stable.